Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic laparotomy procedure, the trigger was performed to perform stapling, and it worked properly. The reload was then replaced for second firing to perform a new trigger, and the load that was in the trigger, but it did not fire; it got stuck in the stapler. A new stapler was used to resolve the issue, and complete the procedure. There was no patient injury.